Event description:
Consumer alleges that the bulb of the thermometer broke off in his infant daughter's rectum after taking a rectal temperature. The infant was taken to hosp where bowel movements were induced, which successfully cleared the thermometer tip from the rectum. The infant was discharged within 3-4 hrs with no further treatment, and has since been seen by a dr and no further problems or treatment was necessary. This report is submitted by faichney medical co ("faichney") based on info received by faichney, which faichney may or may not have had an opportunity to investigate or verify prior to submission of this report. This report shall not be construed as an admission by faichney (a) that the product described herein was mfg, imported, or distributed by faichney; (b) that any causal relationship exists between such product and any actual or potential injury; or (c) that any reportable event has in fact occurred.